Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor and no issues were observed. The adhesive was returned and the adhesive came off. Extended investigation has been performed for the reported complaint. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and no abnormalities were found. The investigation showed all processes were effective. No product deficiency was identified.

Event description:
Abbott diabetes care received a mhra user report about a us customer which reported the following information: the customer experienced an adverse skin reaction with symptoms described as rashes and scars while wearing an adc freestyle libre sensor. Additional information received from the customer who further reported experiencing irritation and has scheduled an appointment with the doctor for the next week. No treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a mhra user report about a us customer which reported the following information: the customer experienced an adverse skin reaction with symptoms described as rashes and scars while wearing an adc freestyle libre sensor. Additional information received from the customer who further reported experiencing irritation and has scheduled an appointment with the doctor for the next week. No treatment was reported. There was no report of death or permanent impairment associated with this event.